Manufacturer narrative:
H.6 investigation summary : bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA # 260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see h.10

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube has been found experiencing low draw during use. The following has been provided by the initial reporter: during use this batch, the customer found many tubes has low draw issue.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube has been found experiencing low draw during use. The following has been provided by the initial reporter: during use this batch, the customer found many tubes has low draw issue.